Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, there was no conclusive cause(s) for the reported difficulty, and the relationship to the product, if any that can be determined. There is, therefore, no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Prostyle is part of the perclose group and will be used for the purpose of evaluating patient effects. The reported patient effects of surgical intervention, and tissue injury in the perclose prostyle instructions for use, as a known patient effects of use with suture mediated closure device procedures. B3: estimated date. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that a venotomy closure of the femoral vein (unspecified) was performed with a perclose device relative to a procedure. Reportedly, a tear in the femoral vein occurred. This resulted in emergent cutdown with hemorrhagic shock. No additional information was provided.